Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Device evaluation: the product was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) investigations confirmed and replicated the customer reported complaint. During visual inspection, the instrument was found to have charring and localized melting on bipolar yaw pulley, near the grips. The instrument passed the electrical continuity test. Correction: annex a & g.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci assisted hysterectomy, tissue adhered to the inside of the maryland bipolar forceps and was torn. The procedure was completed robotically. During follow up with an rn at the site, through the rpms qa specialist, it was learned that by using a saline solution, the adhered tissue was removed without any bleeding or other intervention. The instrument had been used for 1 hour prior to the reported event occurring, and the site reports there was not a buildup of bio debris on the electrodes.